Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that upon interrogation, the patient's right ventricular lead exhibited high pacing outputs and episodes of noise. Programming changes were made in which intermittent loss of capture along with pocket stimulation were also observed. During the revision procedure, the lead insulation was noted to have been abraded with the conductors exposed. The lead was capped and replaced. The patient's condition was stable throughout the event.